Event description:
It was reported that high impedance was observed on the patient's vns generator. The patient was referred to the surgeon for evaluation. Follow up with the surgeon's office revealed that it was unknown if there was any trauma or patient manipulation that could have contributed to the high impedance. It was stated that x-rays were performed to assess lead pin insertion. The patient was referred for vns lead replacement surgery. The x-rays have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery to address the high impedance observed on the vns. It was stated that the surgeon thought it looked like the electrodes were not fully on the nerve. The surgeon removed the electrodes and then placed them back onto the nerve as well as relieved tension in the lead. Multiple diagnostics were performed during surgery and post-op and the impedance values were within normal limits.

Event description:
It was reported that high impedance was observed on the patient's vns again. The patient was referred for lead replacement surgery. Follow up with the tc revealed that the during surgery, the surgeon observed that the vns lead pin connector was loose in the generator header and appeared to not be properly secured. Lead pin insertion troubleshooting was performed and the high impedance was resolved. Several additional diagnostics were performed with the patient's neck in various positions to test the impedance values. The results were within normal limits.